Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a cracked solder joint on the battery connector the caboard. The root cause of the shorted battery connector cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.